Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information and was informed that the two bipolar electrodes were inadvertently used when the electrosurgical unit was in a monopolar mode. The subject devices are labeled for use in monopolar mode only. Both electrodes were used in the same procedure. The user facility further reported that there was no patient injury reported, and the procedure was completed using a different monopolar electrode. The user facility returned the two electrodes to olympus for evaluation. The evaluation confirmed that the loop had melted on both electrodes and was detached. There was discoloration and staining on the surface of the cutting loop sections. The electrodes were forwarded to the original equipment manufacturer (OEM) for further investigation. The OEM concluded that user error was the most likely cause for the reported event.

Event description:
Oca undertook a retrospective review of its MDR files for the period of january 2005 to april 2015. Based upon this review, we are submitting this MDR to separately account for each device involved in this event. The user facility reported that during a transurethral resection of prostate (turp) the cutting loop of two electrodes evaporated. There was no patient harm reported. Please cross reference MFR. Report numbers: 9610773-2011-00005 to account for the other device as referenced in the original report. The following report will be supplemented to cross reference the other associated device complaint: 9610773-2011-00005.